Manufacturer narrative:
The insulin pump was unresponsive up arrow button due to moisture damage on the keypad trace. No button error alarm noted. Unable to perform displacement test due to unresponsive button. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having button error alarms. The customer's blood glucose level at the time of incident was unknown. It was reported that the customer wears pump on her bra and it may have gotten wet due to sweating. The customer was advised that the pump will need to be replaced and returned for analysis. The device is being returned and replaced.